Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Regarding the previous follow-up report of 8010047-2020-06202, olympus medical systems corp. (Omsc) noticed that "g3: date manufacturer received" was incorrect. The correct date is "(B)(6) 2020", not "october 31st, 2020". "(B)(6) 2020" is occurrence date of "the endoscope recognition failure of the output socket of the subject device". If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. At the incoming inspection for the repair, the service department of olympus europe se & co. Kg (oekg) checked the subject device and also found the endoscope recognition failure of the output socket of the subject device. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of oekg, omsc surmised there was the possibility those phenomena were attributed to the followings; the error, e105 occurred and light color was purple: the led failure of the subject device due to the deterioration of the leds with the long term repeated use passing more than 5 years since manufacturing the subject device. One of the leds failure might have caused a loss of light balance and color. The endoscope recognition failure of the output socket: the deterioration of the endoscope recognition components of the output socket and/or the locking function components of the video connector socket due to the long term repeated use passing more than 5 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code e105 which indicated the subject device was damaged was displayed at the unspecified timing. The user also reported that the purple light came when the examination lamp of the subject device was lit on with press the lamp button at that time. They said that this error has not been always happened. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and duplicated the reported phenomenon. The service department of (B)(4) found the failure of one led of the led unit might had been a cause of the reported phenomenon. There was no patient injury associated with this report.